Event description:
It was reported that the water inside the balloon could not be drained completely. It was suggested to replace with new products.

Manufacturer narrative:
The reported event was confirmed as manufacturing related issue. The catheter was dissected and observed deformed snip eye under the balloon. The device had not meet the specification. A potential root cause for this failure mode could be due to wrong marking location cause poor eye alignment on inflation lumen. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water inside the balloon could not be drained completely. It was suggested to replace with new products.